Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was out of the skin. Closing failed. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the deployment lever was fully depressed, and the indicator window was found in the black/red/white position. The sheath used with the device was not returned, and the device showed exposure to blood. Additionally, a kinked portion was observed on the delivery shaft of the unit. Per dimensional analysis, the outer diameter (od) of the delivery shaft was measured due to the observed kink, and the sections analyzed were selected randomly along the delivery shaft at 4, 8, and 12 cm from the distal end. The results obtained were within specification parameters. The reported event of ¿plug-inaccurate placement¿ was not confirmed through analysis of the returned device since it was received without the plug and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inaccurate placement of the plug experienced. However, procedural/handling factors are possible. Additionally, the kinked/bent condition was likely due to handling factors, unless the condition occurred after the procedure when shipping for analysis. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ the IFU instructs, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was out of the skin. Closing failed. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.